Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30779780m number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an 80-year-old male underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered cardiac tamponade during mapping requiring a pericardiocentesis and st elevations. Right atrium (ra) fam performed. Transeptal puncture performed, st and lasso inserted into the left atrium (la) and la mapped. The patient commented they had chest pain and st changes were noted. An echo was performed, result unclear so larger machine was brought in. The patient lost blood pressure, consultant shocked/cv from atrial tachycardia into sinus rhythm and the patient stabilized. The cardiac tamponade was confirmed on echo. Catheters were removed from left atrium and drain inserted. The patient was not in a clinical trial. The procedure was abandoned. The adverse event was discovered during use of bwi products. The physician¿s opinion on the cause of this adverse event was a difficult transeptal puncture. The patient outcome of the adverse event was fully recovered with no residual effects. The patient stayed overnight. A transseptal puncture was performed with an abbott brk. No ablation was performed. The event occurred after transseptal phase and after mapping the left atrium. The correct catheter settings were selected on the generator. This will be reportable for the thermocool® smart touch¿ electrophysiology catheter because the event occurred after mapping the la with the device. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.